Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the parts falling off from the insertion tube was caused by chemical stress/physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue reported in b5 was not confirmed. The following findings were also noted during device evaluation: insufficient bending angle, insertion wrinkles, universal cord buckling and scratching, light guide connector scratches, light guide cover glass surface scratches, adapter scratch, adapter crack, operation part scratch, operation part cover scratch, grip scratch, up/down plate scratch, nigiri cover scratch, fixed ring scratch, image guide bundle shim, image guide bundle break, and poor watertightness of the insertion part. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rhino-laryngo fiberscope had a blurred tip. Upon inspection and evaluation, the resin part of the image guide coil fell off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.